Event description:
Analysis of the opened but unused generator was completed. Sense settings one through five were evaluated with a no load and 2k load conditions between out2 and out1. Various sense delay starts were observed (3.6 seconds to 31.4 seconds). The pulse generator was opened. Possible contaminates were observed on the pcb trimmed edge of the pcb (tab removed). With the pulse generator case removed and the battery still attached to the pcb, the supply current off (8.0ua) and supply current off sense (10.5ua) measured at the pa bench were not in specification (high limit for supply current off 5ua and high limit for supply current off sense 8ua). Results of the electrical test show that the pulse generator module failed several electrical tests. After cleaning the trimmed edge of the pcb with high grit sand paper and isopropyl alcohol to remove the suspected contaminates, the pulse generator performed according to functional specifications. The pulse generator was reassembled (with the original battery, case, and header). Sense settings one through five were re-evaluated with a no load and 2k load conditions between out2 and out1 to determine to what effect the removal of the contaminates from the lasered edge of the pcb would have on the pulse generators sensing abilities. The pulse generator showed no sense delays (2.0 seconds to 3.0 seconds) after the lasered edge of the pcb was cleaned. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. The removal of the tab from the pcb during the manufacturing process may have been the contributing factor for the reported allegation of "undersensing no r-wave detected."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there were some heartbeat detection issues experienced during the patient's (B)(6) 2015 implant surgery. An m106 device was only intermittently detecting the correct heart rate for the patient, even after following troubleshooting which involved nerve irrigation and moving the device in multiple different locations among other steps. At this point, the generator was removed from the patient and a different generator was implanted. The opened but unused generator has been received by the manufacturer for analysis. However, analysis has not been completed to date. Review of programming history shows data from the implant date (B)(6) 2015. All output currents remained programmed off for the duration of surgery, except for the final diagnostics and interrogation. Diagnostics were within normal limits (3097 ohms and 3098 ohms). In the course of surgery, sensitivity settings 1-5 were attempted, but foreground heart rate could only be obtained for settings 1, 3, and 4.